Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file, number 37037614 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. Another complaint was reported on the batch released in december 2024 (cc 400710704 "allergic/inflammatory reaction") by the same end customer. No abnormality was found on the raw materials used, nor on our manufacturing process and the case was classified as not confirmed. Summary of investigation no sample/picture of the met event, no bacteria identification, and no completed information form were returned for investigation. Context review: the infection appeared more than 3 months after the implantation of the port. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization and are compliant for the impacted batch. The raw material used, the manufacturing, the cleaning and sterilization processes have not changed in recent months/years. Complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Root cause based on the above elements, and by the fact that the infection appeared more than 3 months after implantation, it allows us to confirm that this incident is not directly imputable to the device quality. The protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port are unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. Conclusion the performed investigations reveal that the involved celsite access port batch was produced in compliance with the defined specifications and according to validated processes. Without the bacteria identification, it is not possible to conclude on the exact root cause of the incident. The global complaint rate for infection on celsite access ports is very low (0,001%). No actions plan is foreseen at this time.

Event description:
On (B)(6) 2025, the patient received surgical implantation, during which regular chemotherapy was given. On (B)(6) 2025.04.17, the patient developed redness, swelling and pain and discomfort in the implantation area before returning to the hospital redness and swelling, pain and discomfort in the implantation area. Perfect relevant examinations showed elevated infection indicators. It was not excluded infection after device implantation. The pain was significantly improved after surgical removal. Preliminary handling of event: the implanted device was removed surgically and anti-infection treatment was performed.